Event description:
The dealer states the unit has low o2, and the orange light is on. The dealer received a e-mail and this was all the information that was provided to him within the e-mail for the return.